Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be requested as this is a legal case. No additional information is available at this time. Reason for reoperation: chronic pain", "rashes, itching, swelling, capsular contracture baker grade unknown, loss of sensation.

Event description:
Patient representative reported for right side, the patient suffered , "chronic pain", "rashes, itching, swelling, capsular contracture (baker grade unknown), loss of sensation," and "mental pain and suffering." Patient additionally reported "personal injuries and damages" which are not device related. The device has been explanted.